Manufacturer narrative:
Physio-control replaced the system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the batteries in their device were low when the device was checked on in the morning. There was no patient use associated with the reported event. Upon further evaluation of the device, physio-control observed that the device would not power on completely. When the power button was pressed the power led became illuminated but the device display remained blank. The power button was pressed but the device would not respond. The device appeared to be in a locked condition and the batteries had to be removed to power the device off.